Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm after a battery change. Customer's blood glucose was unknown. During troubleshooting, device alarmed a failed battery test alarm again. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and pump passed self-test, a21 error test and off no power test. No unexpected failed battery test, no unexpected battery out limit noted and no unexpected low battery alert noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.